Event description:
The customer contacted stryker to report that their device had unexpectedly lost power after delivering a shock. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The technician replaced the power pcba and the battery wire harness as a pre-caution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic records were retrieved but there was no records for the reported event date. A cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker. Stryker recommended the customer to remove the device from service until it is evaluated. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power after delivering a shock. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.